Manufacturer narrative:
The lot number, 615763, provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation catheter, was returned and visually inspected. Peeling and punctures were observed on the catheter, just below the seam on the blue housing, below the anchor balloon with a scalpel. No other visible damage or imperfections were observed. Functional testing confirmed that while attempting to fill the anchor balloon, water began leaking from the tear on the catheter shaft. This tear prevented water from reaching and therefore filling the anchor balloon. The anchor balloon was able to be filled by placing a finger over the hole in the catheter shaft. The compression balloon filled, no leaks were observed, and pressure was maintained. There was no problem found with the compression balloon. The most probable cause for this failure is undeterminable as it is unknown how the catheter shaft became damaged. (B)(4).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, during the test phase of preparation, the dilatation balloon would not inflate, and water leaked from the tip of the catheter. The case was completed with another of the same device with no pt complications. The pt's condition was listed as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of anchoring balloon inflation difficulties. The MDR is based upon the evaluation results.